Event description:
It was reported that a patient sustained a burn from a heating pad.

Manufacturer narrative:
At filing date, no additional details about the event are known. Investigation underway. Follow-up will be issued as necessary based upon investigation results.